Event description:
Reference number (B)(4). Event occurred in the united states. The patient's mother reported that her child had developed a knot at the infusion site. The patient uses continuous delivery (cd). The mother expressed concern that her child was experiencing pain and had difficulty walking. The patient had visited a healthcare provider due to swelling at the infusion site. Hospital staff suspected a possible infection, and the patient was prescribed pain medication and antibiotics. No pus was observed at the site, though a knot was present. The patient's condition has improved, with restored mobility. Blood glucose levels were reported to be within normal range at the time of the incident. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011330, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011330. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011330 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 03-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.